Manufacturer narrative:
(B)(4): final device analysis of the pump revealed corrosion; wheel 3 teeth corrosion and all gears have residues.

Event description:
The pump was replaced because the pump was on the recall list. The patient recovered without sequela. The device system was used to deliver morphine and tetracaine. The pump was returned for analysis.